Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on 06/26/2015 with a high blood glucose level of 317 mg/dl. The customer's body was aching, he was vomiting, and had excessive urination and thirst. He treated his high blood glucose with the insulin pump. The customer was wearing his insulin pump at the time of the emergency room visit. The high pressure test passed. The device was not returned.